Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving compounded morphine via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. At the time of the event, the patient started with 5mg/ml and she thought she just got o 10mg/ml. The dose was unknown. It was reported that the pocket on her back (buttock) got infected. The first pump was implanted in (B)(6) 2017. The patient got in a very bad car accident in (B)(6) 2017 and the pump was ripped out and she got an infection. She had to have the pump taken out. There were no further complications reported at this time.